Event description:
It was reported that the patient had was found in an alcoholic stupor a few days ago. It was unknown if the death was device related or if the device operated as intended. The device would not be returned as no autopsy was done. The patient had a stroke about 2 weeks ago and thrombosis.

Manufacturer narrative:
Section b5: the stroke was reported under MFR # 2916596-2021-03697 and the thrombosis was reported under MFR # 2916596-2021-03704. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the event could not conclusively be established through this evaluation. The heartmate ii lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03dec2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU provides a list of adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Analysis conclusion. A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event and the product to be returned were sent to the account; however, to this date, no further information has been provided and the device has not been returned for evaluation.

Event description:
It was reported the patient expired. The cause of death is unknown. The device will not be returned for evaluation. Additional information was requested but not provided.